Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the cooler heater unit was still running and it started making a loud "clanky" vibration noise. The cardioplegia was turned off and the noise stopped. There were no reported adverse consequences to the patient.